Manufacturer narrative:
Consumer has not responded.

Event description:
Consumer is alleging that the auto shut-off on his humidifier did not work which allowed the humidifier to melt and start a fire on the countertop. There were no injuries reported with this incident.